Event description:
Late 80¿s male with history of sever aortic stenosis. Procedure: left heart catheterization, work up for transcatheter aortic valve replacement. During the procedure, the collagen did not deploy. Manual pressure applied, patient without known complications. Discharged the same day. Manufacturer response for vascade 5f, cardiva (per site reporter). Will obtain.